Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Explantation of the device was planned on (B)(6) 2025 due to wound healing disturbances from chronic otitis media.

Manufacturer narrative:
Device investigation did not reveal any device malfunction which is supposed to have been present prior to explantation. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted due to a dislocation of the floating mass transducer from its intended position at the stapes. The user has a radical cavity and it is assumed that the dislocation may have occurred either through self-manipulation or during an ear cleaning procedure. However, there is no evidence or reliable information to confirm this assumption. The user is known to be heroin-dependent, which may limit the reliability of the provided information.

Event description:
The device was explanted due to a dislocation of the floating mass transducer (fmt).